Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was not making any sound when alarming. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was 13.1 mmol/l. The device failed the audio test. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. The pump was returned for absence of alarm, audio/ vibrate anomalies per event date (B)(6) 2018. Unit passed the displacement test and self-test. The history was download successfully using thus software. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection cracked retainer and scratched lcd window cracked case corner of belt clip rails and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for absences of alarm, audio/ vibrate anomalies. Unit passed all required testing.